Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient was taken to the emergency room and diagnosed with a large abscess at the infusion site, along with pain and swelling. The patient was treated with 2 different antibiotics (sulfamethazine and keflex). The patient was released 1 hour later. The pod was worn when seeking medical attention. It was also mentioned that the patient had to go every other day (3 visits) for the wound to be repacked.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.